Event description:
I was not physically harmed, but I had purchased it and had issues with pumping where the battery didn't' seem to put through enough energy to pump, which led me to purchasing an alternative pump. My playtex was used only a few times, and my 70 plus dollars could have been put to better use. As noted in email sent to me regarding product recall: energizer personal care - playtex manufacturing, inc announced today it is initiating a voluntary nationwide recall of certain ac/dc power adapters, that are used with the playtex nurser deluxe double electric breast pump. Consumer safety is primary objective of playtex and we are taking this action out of an abundance of caution. The casing on some adapters may become loose and separate, resulting in a potential for electric shock. No injuries have been reported to date.